Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration, corrosion and contamination was found on the force sensor, the force sensor resistance was out of specifications, a display screen issue, and a keypad button response issue with contamination. This report is made based on results of investigation completed on 10/30/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the force sensor was found to be out of calibration. The pump cover was opened and evidence of contamination and corrosion was found on the force sensor plate. The force sensor resistance was found to be above specifications. The keypad cover had been returned torn. The contrast button was intermittently unresponsive and evidence of contamination was found under the contact. Additionally, the display screen was dim and discolored during testing. A test screen was installed and displayed properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.